Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected and replace battery now without low battery alert prior the alarm. Customer¿s blood glucose was 10.9mmol/l at time of incident. Customer performed troubleshoot for the alarms but it occurred again. Notification light did not immediately stop flashing and internal power source in the was unable to charge. Customer also got low battery alert. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected low battery alarm, replace battery now alarm or power loss alarm noted during testing. Pump error due to non-sleep anomaly software error.